Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in line); which occurred on the homechoice (hc) during dwell 4 of 5. The home patient (hp) was still connected, the supply bag was empty but there was solution in the heater bag only. The technical service representative (tsr) asked if any of the bags had come undone per the hp it has not. The tsr explained the alarm and helped the hp clear the alarm, by turning the hc off and on this led to se 2367. Then they turned the hc off and on to press go to start. Per the troubleshooting performed by the tsr, the hp reported they were connected at the time of the alarm and that the patient did not disconnect any time prior to the alarm, all the bags were connected, the patient line extensions were not used, there were no open clamps on the unused lines and there were nothing unusual noted with the supplies. The tsr reviewed proper procedures per the user manual with the patient. The patient stated they would finish therapy using manual supplies. Baxter product surveillance contacted the care giver (cg) on (B)(4) 2012 the regarding reported problem. The cg stated that they called into the technical services for assistance and they explained the alarm to them. The cg stated they did resetup on the machine instead of manuals, and the patient was able to continue as normal. They stated that there might have been a leak somewhere but they could not find it and was not sure on what could have really caused the alarm. The cg stated the patient did not need any medical intervention and is doing fine. The cg stated they did discuss the alarm with the nurse and everything is okay. The cg stated overall the patient?s therapy is going well. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided. Baxter will continue to monitor similar reports to determine if further actions are required.